Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the display screen remained blank and produced alarms and start up chirps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the pump¿s black box data revealed evidence of partially discharged batteries installed and an unacknowledged replace cartridge alarm. The battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The electrical current draws measured within specifications. The pump was opened and no moisture or loose components was found inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.